Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific received information that within three months post implant, this pacemaker revealed less than 3 months longevity remaining due to being programmed to high outputs in both chambers. The device was reprogrammed to lower outputs and the longevity remaining declared greater than 5 years. Two years later, the device was explanted and returned to boston scientific. No adverse patient effects were reported.